Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: could not duplicate customer complaint of ¿pump motor drive phase b post¿ during initial power-up test of pump due to a ¿system fault alarm¿. A new plunger cable was installed to resolve the ¿system fault alarm¿. The motor was also replaced. Additional findings included worn worm gear and coupling which were replaced as a preventative measure. Parts replaced included main pcb, plunger right case, motor, worm gear, worm coupling, and plunger cable. Functional testing was performed to confirm issues were fixed. Main board malfunction and motor issues were determined to be the cause of reported issues. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿pump motor drive phase b post recurrent alarm¿; during device evaluation it was found that the device had a system fault alarm at power up. Status of the product at the time of the event was during testing. There was no patient involvement.